Event description:
Mother reported via phone call that the insulin pump alarmed button error when attempting to bolus. Customer did not recall any significant events leading to the button error alarm. Customer's blood glucose reading at the time of the call was 339 mg/dl. Advised customer the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and cracked battery tube threads.